Manufacturer narrative:
The complaint cannot be confirmed based on the customer provided photos, which display the device as the temperature of the device cannot be determined. Without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Event description:
It was reported that the device overheats unconventionally, so that working with the device is not possible. There was no harm for patient, operator or third party reported. No further information received. Update avoe (B)(6) 2022 it was confirmed that the error occurred during an arthroscopic treatment of tendon rupture of the shoulder, which took approx. 1.5 to 2 h. The user could hardly hold the device in his hand due to the heat development. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.